Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation (to 86% sao2) due to a split in the nasal cannula tubing of an acucare mask. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the acucare mask at the resmed manufacturing facility located in (B)(6). The investigation determined that the failure was most likely due the operator or clinician applying excessive force to the tube. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).